Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than it's usual.

Event description:
A (B)(6) old female patient with obstetric trauma was implanted with an acticon device on (B)(6) 2001. On (B)(6) 2002, the cuff was revised. On (B)(6) 2009, the balloon was removed and replaced due to fluid loss. A request for the device has been sent and the device has not been returned for analysis. No further information has been provided.